Event description:
The physician intended to implant an endeavor sprint drug-eluting stent to treat a lesion in the cx with excessive tortuosity and moderate calcification. Lesion pre-dilation was performed. Approximately 85% stenosis remained following pre-dilation. It was reported that the stent of the endeavor sprint device slipped from its position on the balloon of the delivery system during the attempted delivery and could not be used. The delivery system was withdrawn and another brand stent was used to treat the patient. The device had been inspected prior to use with no abnormalities noted. Patient was fine post procedure and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. A number of struts on the 7th proximal segment were raised and deformed. The 6th and 8th proximal segments were partially deformed.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent); patient's condition affected effectiveness of device (target lesion exhibited excessive tortuosity, moderate calcification and approximately 85% stenosis following pre-dilation). Conclusions: known inherent risk of procedure ((stent damage, failure to deliver the stent); device failure/lack of effectiveness related to patient condition (target lesion exhibited excessive tortuosity, moderate calcification and approximately 85% stenosis following pre-dilation).